Event description:
Information received by medtronic indicated that the insulin pump randomly given no delivery alarms. The customer stated that the display gone dim even when battery was not low. The customer also stated that all the button need have to press really hard and sometimes twice to work. Also pump rewinds louder and longer than usual. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.